Event description:
It was reported by that during a breat biopsy procedure the distal parth of the device had been broken when removed it from the probe after placed the marker. Broken piece did not fall into the pt. Could place the marker normally. There were no adverse consequences to the pt.